Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, resistance with the 26mm commander delivery system and 26mm sapien 3 ultra valve through the 14f esheath was observed. The system was stuck in the non-expandable part of the esheath. With high push force, the valve was pushed out of the esheath, in the abdominal aorta. The valve was observed to have one bent strut and the esheath strain relief was pierced by the valve. The system was retrieved. A new kit was used and the valve was implanted successfully. The patient did not suffer any injury.